Manufacturer narrative:
The subject device is expected to be returned, however, it has not yet been received for evaluation , the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the camera head device had a damaged cable sheath (exposed insulation). The issue was found at reprocessing. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Moreover, due to deterioration of cable unit, water tightness is lost. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head device had a damaged cable sheath (exposed insulation). The issue was found at reprocessing. There was no patient impact , no harm reported due to the event.